Event description:
It was reported that after implanting the acetabular cup, the liner could not be inserted. The cup and the liner were removed and different size components were used to complete the procedure without incident.

Manufacturer narrative:
This report will be amended when our investigation is complete.